Event description:
It was reported to company that they had scanned a patient during the night, but not reconstructed the images. When they reconstructed the images in the morning they discovered that the reconstructed images had another name and was in another patient's folder. The customer then discovered that the reconstructed images gets the last scanned patient's name and lies in this patient folder, but the reconstructed images are correct.